Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d8, d9, h4, and h3. The device was returned to olympus for inspection, and the customer's reportable phenomena of "scope not being detected", "no image being displayed", "only a color bar appearing when connecting a scope", and "front panel light-emitting diode turning off" was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the phenomena of "scope not being detected", "no image being displayed", "only a color bar appearing when connecting a scope", and "front panel light-emitting diode turning off" were all caused by a faulty circuit board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope was not detected and the video system center had no image. Even after the scope was connected, only the color bars remained. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.